Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was experiencing a light on the left side that was twitching and moving, and it appeared glittery. The lens was replaced approximately one month later. Additional information has been requested.